Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 427 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that they had gone through an x-ray machine at the airport two weeks prior to the initial call and had been experiencing high blood glucose since the incident. The customer was assisted with trouble shooting and found that the insulin pump did no pass the displacement test. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.